Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the hospital due to a blood glucose level that ranged from 356-357 mg/dl with high life threatening ketones. Prior to the hospitalization, the customer delivered a bolus and administered a manual insulin injection in attempt to treat bg level. The customer was given a liquid to drink while in the hospital, but customer did not provide what type. The cause of the reported issue was due to multiple ongoing occlusions. The field team was able to determine that the customer was pulling old insulin from used cartridges and mixing it with new insulin. The customer had also been using the same infusion set site for 5-6 days. The field team educated customer on insulin and infusion set labeling. Additional information was not provided. At the time of the report with tandem technical support the customer was still admitted to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received. In addition, it was reported that a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 263 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.